Manufacturer narrative:
Medwatch sent to FDA on 05/jul/07. Allergan works closely with bariatric surgeons to investigate the cause of any serious complication following the use of the lap-band system and, as with all the company's marketed products, information that suggests the device may have caused or contributed to a death or serious injury is reported to the FDA. Due to the anonymity of the survey allergan is unable to provide the FDA with information such as the lap-band system size, serial number, implant date, explant date or an autopsy for this event. Device labeling provides the following information regarding the reported events: warnings caution: laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur. Caution: elevated homocysteine levels have been found in patients actively losing weight after obesity surgery. Supplemental folate and vitamin b12 may be necessary to maintain normal homocysteine levels. Elevated homocysteine levels may increase cardiovascular risk and the risk of neural tube abnormalities. Device labeling provides the following information regarding the reported events: caution: in revision procedures the existing staple line may need to be partially disrupted to avoid having a second point of obstruction below the band. As with any revision procedure, the possibility of complications such as erosion and infection is increased. Any damage to the stomach during the procedure may result in peritonitis and death, or in late erosion of the device into the gi tract. Adverse events: perforation of the stomach can occur. Death can also occur. Specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, major blood vessels, lung problems, thrombosis, and rupture of the wound. Additional information regarding thromboembolism and obesity: the study, "obesity as a risk factor in venous thromboembolism" by paul d. Stein, md, afzal beemath, md, and ronald e. Olson, phd, appears in the american journal of medicine, volume 118, number 9 (september 2005), published by elsevier. The investigators concluded that obesity is a risk factor for venous thromboembolic disease in men as well as women, particularly those under age 40.

Event description:
The following report originates from a literature review. The author reports: "mortality after laparoscopic adjustable gastric banding: results from an anonymous questionnaire to asbs members. ...conclusion: although lagb is technically simple, it carries a non-negligible short and long-term mortality, with the majority being cardiac or thrombo-embolic. Late deaths from lagb and reoperations seem to be under-reported." These events may or may not have been previously reported due to the limited information allergan can not correlate previously reported events to this report. Due to the anonymity of the survey allergan is unable to substantiate or throughly investigate this report. It is not clear from the abstract data if the death reported was device-related. This thrombo-embolic related event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.